Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited a decrease in sensing with the helix deployed. When attempting to reposition the lead, the helix would not extend. The lead was no longer used and a new lead was implanted. The procedure was completed successfully without adverse consequence to the patient. The patient was in good condition post procedure.